Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and a crack on the back near the belt clip rails. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880 was requested and the device was returned for analysis.

Manufacturer narrative:
Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact damaged, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, broken belt clip rails, and keypad overlay texture damage. Cosmetic damage was confirmed at the belt clip rails. Moisture damage was confirmed found on the battery tube. Battery cap contact damaged was confirmed during visual inspection. (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.